Event description:
A malfunction code was reported, and the pump could not be reset. There was no adverse impact on the customer¿s blood glucose level. The customer used an insulin pen as a backup, and technical support arranged for the pump to be replaced under warranty.